Event description:
It was reported that the patient was trailed in (B)(6) of 2010 with good response on the right side. The patient received a full implant one the left side, and had not had any response since implant. The patient had the system adjusted four times without improvement. It was reported that the patient felt stimulation in the area of the implant, not the bicycle seat area. The patient was still using the bathroom frequently and could not completely empty her bladder. The patient had also lost weight and was on pain medication as she could not sit down due to pain the bladder area. The ins was turned off and it was reported that the patient was scheduled to have the implant removed on (B)(6), 2012. It was unclear if the reporter meant (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that it was functionally okay with insignificant anomalies. Analysis of the lead (lot# v700596) found that the distal end conductor was broken (overstressed). The circuit #3 conductor wire was broken (overstressed) at the electrode sleeve.

Manufacturer narrative:
(B)(4): lead model 3039-28, lot# v700596, implanted: 2012-(B)(6), explanted: unknown; programmer model 3037, serial# (B)(4).

Event description:
Additional information received reported that the patient had a successful trial and then waited a year to get her device implanted. During the year that the patient waited to get the device, the patient had back surgery and bladder cancer; this was unknown to the manufacture representative that was present at implant. The patient alleged that the device did not provide relief and decided to have it removed. The patient refused to have an offered revision and "just wanted the device removed." Two days later, it was reported that the neurostimulation system was removed on (B)(6) 2012 upon the doctor's recommendation. It was further reported that the device never worked and the patient did not get any results. It was noted that the device was tested "at (B)(4)" but "didn't work." The device was not replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient never had a relief of symptoms form the device. It was noted that there was no patient injury associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.